Manufacturer narrative:
Approximate age of device - 2 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with sepsis on (B)(6) 2016. Treatment with unspecified intravenous antibiotics was initiated and the patient was subsequently taken to the operating room for an incision and drainage procedure. While awaiting muscle flap wound closure, the patient developed recurrent sepsis and high fevers. Care was withdrawn, lvad support was discontinued and the patient expired on (B)(6) 2016. The cause of death was reported as sepsis/bacteremia. It was reported that the pump was functioning as intended and was not explanted. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline and pump pocket infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.